Event description:
Home patient reports leak in cassette of homechoice set during prime, prior to patient connection. Homepatient noted moisture coming from door of homechoice machine and cassette itself and discontinued treatment. Per homepatient, there was no injury or medical intervention as a result of incident.